Manufacturer narrative:
Investigation evaluation: device one (1) - our laboratory evaluation of the product said to be involved determined that the needle was bent. During a visual inspection of the device, the proximal end of the stylet wire near the handle was bent to the side. The severe bend in stylet wire was a possible contribution to why the user had difficulty advancing the fiducials. There was a bend in the sheath of the device at 3.8 cm from the distal end of the proximal handle. The handle was then manipulated with the needle adjuster on "8". The needle would advance and retract out of the distal end of the sheath with no resistance. A visual inspection of the needle in the advanced position found that a bend in the needle was present. The bend was located a 5.7 cm from the distal tip of the sheath. The bend was located in the slot retaining the fiducials. The device returned with only two fiducials in the device. A functional test was performed using an olympus gf-uc160p ultrasound endoscope. The device was advanced down the endoscope and the handle was attached onto the biopsy port and the scope was placed in a torturous path. The handle was advanced with the needle adjuster at "8". The needle advanced outside the sheath as intended. In order to attempt to deploy the fiducials the stylet wire had to be straightened. Once the stylet wire was straightened out, pressure was applied by pushing the stylet wire forward. Both fiducials deployed appropriately. Due to the bend in the needle between the fiducial slot, a measurement of the slot was unable to be captured. A dimensional analysis of both fiducials measured within specification. Device two (2) - our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the device, the proximal end of the stylet wire near the handle the wire was bent to the side. The severe bend in stylet wire was a possible contribution to why the user had difficulty advancing the fiducials. There was a bend in the sheath of the device at 3.5 cm from the distal end of the proximal handle. The handle was then manipulated with the needle adjuster on "8". The needle would advance and retract out of the distal end of the sheath with no resistance. A visual inspection of the needle in the advanced position found that a bend in the needle was present. The bend was located a 4.7 cm from the distal tip of the sheath. The bend was located in the slot retaining the fiducials. None of the four fiducials were included in the returned. A functional test was performed using an olympus gf-uc160p ultrasound endoscope. The device was advanced down the endoscope and the handle was attached onto the biopsy port and the scope was placed in a torturous path. The handle was advanced with the needle adjuster at "8". The needle advanced and retracted as intended. Due to the bend in the needle between the fiducial slot, a measurement of the slot was unable to be captured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used two (2) cook echotip ultra fiducial needles. The physician did his needle stick attempting to advance fiducial into place and ran into resistance. It was suggested moving the device to a different position and see if the endoscope was in a torqued position. He pulled the device and used the secondary needle at the same position and area; however, the same thing occurred. To complete the procedure, a cook 19 gauge needle was used and the fiducials were placed one at a time. The district manager did a bench test outside the body and the fiducial deployed. He flushed sterile water down the stylet port. The devices evaluated on (B)(6) 2017 and the needles were found to be bent.